Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
The un-removed stylet protruded into the heart a few days after the placement. The stylet was removed immediately by using a snare.